Manufacturer narrative:
(B)(4). The device was manufactured from september 28, 2014 ¿ september 30, 2014 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver its contents. This occurred during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.